Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-19, additional information was received from a consumer regarding a patient who, when asked if something was wrong with the pump, stated that it was causing them nerve damage in leg from car accident. No additional information was able to be collected; the consumer refused to provide additional information and no response was received from previous follow-up attempts in related events with the implanting healthcare provider (hcp).

Event description:
It was reported that the patient experienced a change in therapy effect following a car accident and a pump refill. It was unknown if the procedure caused the problem. The patient had a car accident on (B)(6) 2014 where she was hit from behind. The accident strangled the seatbelts so tightly that they locked on the patient¿s chest and where the pump was. The airbag came out and the seatbelt locked so tightly. Another person tried to loosen the seatbelt with no success. The patient started bleeding in the pump area. The nurse who filled the patient¿s pump drew 8 syringes of blood at the first and second visits after the car accident. The nurse told the patient to go back to the hospital. On ¿last friday¿, the patient¿s healthcare provider (hcp) did an x-ray to see what the position of the pump was. The hcps thought that the pump was flipped because they tried 4 times to get the needle in and weren¿t able to do it before putting the patient ¿on the x-ray¿. The patient was stuck 4 times because ¿it just wasn¿t going through¿ and that¿s why they wanted the patient to go see a surgeon. The patient had a little bit of blood, but not like when the nurses previously had been drawing it out. Reportedly, the needle size was contributing to part of the prior refill issue. No problem was found when imaging was done. At the time of this report, the patient was in a lot of pain, could hardly walk, and had been using her wheelchair and walker. The patient¿s pain was a stabbing pain, starting from the middle part of her back down to her tailbone, down her ¿butt cheek¿ and down both legs. The patient¿s legs hurt so badly and if she tried to take one step with her walker and tried to stand straight up, it was painful. It was stabbing, running all the way down. It hurt the patient the most on her left side all the way down to her ankles. The patient couldn¿t even bend down to tie her shoes. The patient was in pain and both of her legs were hurting so badly and she couldn¿t function. This pain started after the x-ray on friday afternoon. The patient¿s refill nurse told her to keep taking her medications and to use her personal therapy manager (ptm) until they could speak to the doctor for a referral. At the time of this report, the patient hadn¿t been called in 2 weeks because of a holiday, so the patient was ¿sitting and waiting¿. The patient called again and was told that they couldn¿t help her. The patient had been to the hospital ¿before when it happened¿ and was sent out with ibuprofen. The patient¿s body went numb when her pump was filled and the patient reported it to her hcp. The hcp told the patient to ¿lay right there¿ until it stopped. When the patient left, her left leg was dragging and her right leg ¿went out on her¿ when she got into her truck. It felt like an electrical shock and that was how it currently felt. The patient did not have this symptom before her refill. The patient¿s main issue was the bleeding, not knowing where it was coming from, and her pain. During a pump refill on friday, it also hurt the patient where the catheter went into her spine. It had been like that for a long time. The patient only had an x-ray of the pump, not of the area where the catheter went into the patient¿s spine. At the time of this report, the patient was aggravated and needed to get some help with her leg pain. She could barely walk, could barely lift her leg up, and could barely tie her shoes. She had more stabbing pain from her neck all the way down to her thighs. If the patient moved or straightened her legs up, the pain migrated further down her body to her ankles. The patient thought she was having problems with the pump. The device system was used to deliver hydromorphone and baclofen. The cause of the event, specific troubleshooting/diagnostics, interventions/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer. As of (B)(6) 2016 the patient¿s pump was still running; however, the patient had not been able to find a hcp to replace the pump. The patient was still having symptoms due to the car accident. The patient was taking oral oxycodone, morphine 60mg tablets, and fentanyl sub c. The patient stated that the fentanyl sub c was excellent and her pain was gone, but she would become sleepy and would have to sleep a little bit. The patient told the hcp that the fentanyl was excellent and that she wanted to get off the oxycodone for breakthrough pain. The patient was also still receiving steroid injections in her neck because she had no feeling from her occipital lobe down to the middle of her back. The patient stated that it still hurt to turn her head and she was limited on how often she could get the injections; she would have to wait 2 months before the next injection. The last injection was in (B)(6) 2015. The injections were placed in the patient¿s tailbone. The patient would keep her legs propped and if she did not have to go out she would not go. The patient did not currently drive. The patient stated that her legs were still bad, and when she would take steps she would use her cane to try and support herself. The patient was leaning more to the left and was crunched more to the left and hunched over when she walked. Intermittently, all of the patient¿s toes would go numb and hurt at the cuticle of the right big toe since the car accident. The hcp had updated the patient¿s current managing physician that the patient should have a ¿drug holiday¿ and be weaned off of the pump medication and have saline placed in the pump, then have the pump removed. The patient was to continue to search for a hcp to replace the pump.

Event description:
Additional information received reported the patient's car accident on (B)(6) 2014 was causing difficulty with her leg. The patient had MRI's for it (date of mr's not reported). The car accident had caused a fractured knee cap and the patient had whiplash due to the seat belt locking around her pump. The patient has also has nerve damage, drags her leg, and was in a lot of pain from the accident. The patient's leg started to spasm and she had to rely on a wheelchair for mobility. The patient had injections on (B)(6) 2015 and (B)(6) 2015. It was further reported that when the patient get refills she can feel the medication running down her back. It was also noted that the pump was also used to deliver morphine with concentration "100 mg/ml??" Dose not reported.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer stating the patient's pump contained baclofen 200.0 mcg/ml (48.03 mcg/day) and morphine 25.0 mg/ml (6.004 mg/day). The patient's pump was damaged on (B)(6) 2014 due to a car wreck. Her physician sent her to an anesthesiologist regarding replacing the pump and it had been since (B)(6) 2015 that she should have had surgery and replacement. She saw her follow up physician on monday, (B)(6) 2016, and was told to call the manufacturer to get a "move on" on the papers that the anesthesiologist sent over so they could get the surgery done for the pump replacement and bring the pump. Otherwise she would need to have her physician wean her off and take the pump off. The reporter indicated the pump either needed to come out and be replaced, or come out and give the patient a break . It was indicated her physician wanted to replace the patient's pump. The patient was in a lot of pain and no morphine was helping right now, and refilling her pump wasn't working. The patient's leg was dragging and she still walked with a cane and was in a wheelchair which was very frustrating to be in excruciating pain and to be limited to medications. She got certain medicine for weeks or months and had to rotate due to tolerance. The situation was being addressed by the health care provider (hcp). The patient was inquiring about prior authorization for replacement; and it was noted that final benefit verification had been sent to the physician's office.